Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a centrifugal pump, the customer reported a crack/break/hole. The customer stated that the bond on the pump in the heart pack had broken. The use of the device was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was damage to the connection point at the top of the cone. There was no damage to the packaging (outer box, inner packaging or sterile barrier).

Manufacturer narrative:
Device evaluation summary: visual inspection showed that the qb-inlet port was broken off. The reason for return was confirmed. Additional information received via the analysis of the returned device shows that the inlet port was completely broken off the device. The inlet port being completely broken off the device would make it unusable. Based on complaint history and risk analysis, the chance of an inlet port that was completely broke off resulting in a death or serious injury, if this product event were to recur, in this device or a similar device, is remote. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Correction d2 (product code) <(>&<)> d2.1 (common device name): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.